Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "catheter is experiencing blood leakage during use on patients. Customer has 3 boxes of the same lot that is experiencing the defect... Additional info received on 05-aug-23 -the first event was on 5/3/23. It also happened on 7/17 as well as the second reported date 7/25 - unsure of amount leaked -the component that leaked was the gray hub that the needle is retracted from. -they were placed in different veins, so not same area -no patient harm reported -the leaking IV was removed and new IV was placed each time prior to starting infusion".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-aug-2023 . H6: investigation summary bd received twenty seven 18 gauge nexiva units from lot 2325434 for evaluation. Additionally, two photos of the reported defect were provided for investigation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical defects or deformities to the units. Next, a random sampling of twenty units was selected for leakage testing and no leakage was observed coming from the devices. However, when reviewing the provided photos the engineer able to identify possible leakage coming from the bottom of the adapter. Therefore, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without being able to replicate the reported issue the engineer could not determine a definitive root cause for this issue.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "catheter is experiencing blood leakage during use on patients. Customer has 3 boxes of the same lot that is experiencing the defect. Additional info received on 05-aug-23. -the first event was on (B)(6) 2023. It also happened on (B)(6) 2023 as well as the second reported date (B)(6) 2023. - unsure of amount leaked -the component that leaked was the gray hub that the needle is retracted from. -they were placed in different veins, so not same area. -no patient harm reported -the leaking IV was removed and new IV was placed each time prior to starting infusion".